Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reported a pt with a poor clinical outcome. Pt records provided indicated this pt exhibited a decrease in bcva in both eyes as compared to pre-op measurements. This report is for the right eye, the left eye is being submitted under manufacturer report #1061857-2007-00160. Approx 4 months post-op, this pt exhibited an overcorrection of +3.25 diopters in the right eye and bcva had decreased by 1 line from the pre-op measurement. An enhancement was performed on the right eye and at 1 month post-op enhancement, the overcorrection had resolved to +.50 diopters. Bcva remained the same.